Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, at the time of preparing the device, before using on the patient, a mechanical failure was noticed wherein the two handles did not fire and there was difficulty in unloading the reload. Another device was used to complete the procedure. There was no patient injury.